Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the teflon seal was protruding from the swivel and the motor was running where the safety was engaged(powerbroken). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow directions for use and running the device in safe or load position which is user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device was running with the safety engaged (powerbroken) and the teflon seal was protruding from the swivel. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.